Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device passed the displacement, rewind and basic occlusion tests. No motor error alarm noted during testing. No excessive no delivery alarm. The motor was tested outside of the device and passed. Device was programmed with correct time and date and several bolus were programmed and delivered. Device was monitored for 2 day and all bolus delivered and recorded at the daily totals and bolus history screens. No bolus or bolus history anomalies were noted. Device had cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window.

Event description:
Customer's mother reported via phone call that the doctor was reviewing the insulin pump reports and stated that a lot of the bolus doses were missing. However, customer was eating on those days and blood glucose was not running high. During the call, the mother noticed that the insulin pump is cracked at the battery compartment. Blood glucose value is unknown. She also reported that no delivery alarms and a motor error alarm were found in the alarm history. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.